Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. The harm code has been updated. (B)(4).

Event description:
The customer¿s son reported via phone call that the customer was hospitalized due to a low blood glucose and unresponsiveness on (B)(6) 2020 due to pump settings being cleared out. Blood glucose level was 40 mg/dl. Customer also had diabetic ketoacidosis. Customer was treated with intravenous glucose. Customer's son reported that the insulin pump keypad buttons were not responding and sticking. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported that the customer was hospitalized on (B)(6) 2020 for 2 day due to low blood glucose level 40 mg/dl and diabetic ketoacidosis. Customer was treated by glucose and intravenous drip. Customer stated that insulin pump received button error. Insulin pump's keypad was unresponsive. Device will returned for analysis